Event description:
It was reported that the patient was experiencing a shocking sensation when she lay down. It was like it went from a setting of 2 to a 10 and it also happened when she bent in a certain position. The patient only had 2 programs and it was not adequate to cover her pain. The patient was going to meet with the healthcare professional on the date following the date of this report and was requesting reprogramming. It was noted that the shocking while lying down had been since implant. The patient was not able to utilize her patient programmer at night because it got really intense. Additional information received reported that the patient was reprogrammed and the sensor was turned on. The patient was doing great.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97791, lot # n402590, implanted: (B)(6) 2014, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).